Manufacturer narrative:
(B)(4). Batch # r5ak61. Additional information received: did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? No was the product being used in a clinical trial? No. Event outcome/how was it managed? Second gun used. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? Not sure yet. Still need to speak to the surgeon has the reporter facility indicated there may be legal action? Not yet. What type of procedure was the device used in? It was used in a low anterior resection all pieces were removed from the patient. There was a delay in surgery whilst the device was removed, and alternative surgery was carried out. They believe there was a delay of around 10 minutes. Additional information requested but not received: can you please clarify what was meant by ¿alternative surgery was carried out.¿ how was the procedure changed and completed? Can you provide more detail with the device issue? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were there any staple formation issues identified? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? What is the current status of the patient? Investigation summary: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. However the washer was noted to have nicks. The damaged on the washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a low anterior resection procedure that report a faulty cdh product. Patient consequences were not reported.